Event description:
Pt called lfs on 12/22/02 alleging their ot ultra meter would only prompt an error 2 message. At that time pt did not allege any harm. Family member called lfs on 12/23/02 attempting to get the meter to work until the new meter arrived. The family member stated the pt has gone into diabetic comas each of the last three days. The pt may not have tested since the meter wasn't working. At end of call family member said pt probably had the comas since pt didn't eat enough. Family member thought pt went into a coma today between 2:30 and 5pm (when the family member found pt on the floor at 5pm). The second family member called the ambulance, which came at 6pm. They obtained a reading of 43 mg/dl on their meter. They gave pt juice, and the second family member gave pt a biscuit. They put an IV in pt's arm, but pt refused to go to the hosp because pt felt better, so they took it out. The family member was able to successfully test pt's own blood while on the phone, obtained a reading of 221 mg/dl. A control test was done which passed. Family member stated that the dr thinks pt's not eating enough. He decreased pt's insulin a week ago from 75-65 units insulin. The family member stated there was no allegation of harm. Medical affairs specialist called the pt on 12/27/02 and pt provided the following info: pt stated that on three days pt fell into a diabetic coma. Pt stated that pt was not testing their blood sugar due to the meter not working. Pt continued to take their insulin, but was not eating enough. The case is being reported due to use error which led to a serious injury.